Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It was reported the patient was not hospitalized prior to death. It was reported the patient passed away at home and pd therapy was ongoing at the time of death. It was not confirmed if the patient was connected to the hc device at the time of death. The cause of death was unknown. It was unknown if an autopsy was performed. It was unknown if a death certificate was available. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the reported death. A review of the service history record was performed and revealed no failures or problems that were the same as or similar to the reported event. The event history log was reviewed and revealed no programming, malfunction, or iipv events that could have caused or contributed to the patient passing way. The device was determined to meet functional and electrical performance specification requirements per rite (returned instrument test evaluation) testing. An internal and external visual inspection revealed no problems related to the reported event. A short simulated therapy was performed and completed successfully. Upon conclusion of the investigation, the cause of the reported event of death was undetermined. Should additional relevant information become available, a follow-up report will be submitted.